Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3636h self bunching 1.8 knotless hip fibertak failed. The first fibertak locked up and would not tension. The second fibertak blue suture broke when it was being pulled by the grasper. The case was completed using two additional ar-3636h self bunching 1.8 knotless hip fibertak. The case was delayed about ten minutes. This was discovered during a hip labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.